Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the atw35 staples malformed, but cut the tissue. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.